Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (power issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2017 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the black box showed reboots. The battery compartment was cracked alongside the pump. The battery cap was stripped. The battery cap was unable to maintain an electrical connection. The power losses and reboots were duplicated. The battery cap contact measurements were within specifications. A test battery cap was used for testing. The pump powered up normally with no alarms. The pump was run for 24 hours and no further power issues occurred. The pump was opened to find moisture damage to the printed circuit board. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Additional evaluation codes: methods code- (B)(4).